Event description:
It was reported that the patient alleges the bolus recommendations provided by the software application are not accurate. The patient experienced elevated blood glucose levels. No adverse event reported. Backup file was requested for evaluation.